Event description:
It was reported that the lead insertion into pulse generator was difficult. The lead was removed and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal.